Event description:
On 02/18/2009 the pt reported that the infusion device made an awkward noise during a bolus. He stated that he did receive the confirmation prior to the bolus being delivered. The infusion device was not dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.